Event description:
On 04/30/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke off into the patient when it was deployed. All pieces were retrieved. This occurred during use in a case with no patient effect. Another device was swapped, and the case was completed with no adverse effects to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, no part/tip of the needle was noted through the shaft of the ar-12990 returned. Functional testing was performed, and the needle scorpion did not go through the shaft. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.